Manufacturer narrative:
A specific root cause was not identified. Based on the results the customer complained about, possible root causes are related to air in the sample channel, leakage current coming from the waste, or the use of old and/or expired reference electrodes. The service actions performed by the fse are seen as preventive maintenance measures. The customer has not had any further issues.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an ongoing issue with ise indirect na, k, ci for gen.2 results on a cobas 8000 ise module. The customer noticed high na results with data flags and pulled "all" patient samples that had been run between 6:30 p.m. And 7:45 p.m. After repeating an unspecified number of patient samples on a different cobas 8000 ise module, erroneous k and ci results that were not detectable to the user were identified for 4 patient samples. None of the erroneous results were reported outside of the laboratory. The repeat results from the other cobas 8000 ise module were believed to be correct. Patient 1 initial k result was 4.6 mmol/l. The repeat result from the other ise module was 4.1 mmol/l. Patient 2 initial cl result was 91 mmol/l. The repeat result from the ise module in question was 93 mmol/l. The repeat result from the other ise module was 102 mmol/l. Patient 3 initial k result was 5.4 mmol/l. The repeat result from the other ise module was 4.9 mmol/l. Patient 4 initial cl result was 92 mmol/l. The repeat result from the other ise module was 102 mmol/l. No adverse event occurred. No electrode lot numbers with expiration dates were provided. The field service engineer (fse) visited the customer site where a defective vacuum nozzle was identified. There was an aspiration issue causing back-flow into the ise cup. The vacuum nozzle was replaced due to wear on the tip. Calibrations and quality controls were acceptable. The instrument was operational.